Manufacturer narrative:
Evaluation, results: related to another drug/device ¿ a guiding tip was caught on the relevant device; failure to follow instructions ¿ force used when attempting stent delivery; inherent risk of procedure¿ stent dislodgement; patient¿s condition affected effectiveness of device (lesion morphology) ¿ excessive calcification, 90% stenosis and vessel tortuosity. (No results available since no evaluation performed) - device or procedural images not provided for review; (none) ¿ device not returned for evaluation. Conclusions: another device caused failure ¿ a guiding tip was caught on the relevant device; failure to follow instructions ¿ force used when attempting stent delivery; device failure/lack of effectiveness related to patient condition (lesion morphology) ¿ excessive calcification, 90% stenosis and vessel tortuosity; inherent risk of procedure¿ stent dislodgement; (root cause could not be determined). (B)(4).

Event description:
The physician was attempting to treat an excessively calcified lesion with 90% stenosis and moderate tortuosity. During the procedure, a non-mdt gw was used but it failed to cross the lesion. Another non-mdt gw was used and it successfully passed through the lesion. A non-mdt aspiration catheter was then used but it had difficulty in passing through rca and failed in thrombus suctioning. A non-mdt balloon catheter was used but it had difficulty in passing through rca. Two additional non-mdt balloons had difficulty in passing through rca but were able to inflate; it was unknown about the atmospheric pressure for inflation. The physician then attempted to implant one resolute integrity drug eluting stent (2.50mm x 14mm) but the stent could not cross the lesion. The physician used force to push the device and then decided to withdraw the device. The guiding tip was caught on the relevant device and the stent was dislodged, it was floating in the valsalva sinus. The patient's entire body was searched for the dislodged stent and it was finally found at the peripheral deep femoral artery (sfa). It was attempted to be removed with ensnare, but it was unable to remove. Angiography showed distal flow, so the device removal was abandoned and the operation was completed. Final angiography for coronary confirmed 75% stenosis at rca. No clinical sequelae were reported.